Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. Summary: it was received for analysis two opened boxes with thirty-one and fifteen unopened samples of product. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a heart tissue surgery in 2020 and the suture was used. It was reported that the suture split respectively, broke off. There were no adverse patient consequences reported.